Event description:
It was reported that the three leads were all pulled back due to twiddler's syndrome. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood in/on helix mechanism (sleeve head). Full lead returned and analyzed. All conductors blood/body fluid (not obstructed) and outer insulation melted..